Manufacturer narrative:
Concomitant medical products: sedr01ipg, implanted: (B)(6) 2010.

Event description:
It was reported that a warning triggered for low impedance on the right atrial (ra) lead. Far field r-wave (ffrw) oversensing was also noted. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was damaged during a generator change and the physician decided to replace it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.